Event description:
On october 28, 2010, a doctor reported that a veneer that had been placed with nx3 dual cure cement de-bonded. This is the first of five reports.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) alarm during dwell 3 of 5 on the homechoice (hc). The technical service representative (tsr) had caregiver (cg) disconnect hp from machine, cycle power and remove cassette. The hp had not disconnected prior to the alarm and there were no open clamps on any unused lines. The cause of the alarm was undetermined. Tsr advised to contact nurse about missed therapy. No patient injury or medical intervention was reported at the time of the initial event.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 3 of 5 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted.